Manufacturer narrative:
Date of event: event date is approximate. Concomitant medical products: product ID: 3093-33, lot#: v260716, implanted: (B)(6) 2009, explanted: (B)(6) 2014, product type: lead. Other relevant device(s) are: product ID: 3093-33, serial/lot #: (B)(4), ubd: 21-may-2013, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that in 2009 the patient¿s lead wires started to almost stick out of their skin by the spine because the lead broke. The patient¿s healthcare provider said that nothing was wrong because the device still was working for them. The patient stated that the device wasn¿t really working because the lead was broken and the only reason it was still working was because their skin was holding the device together. When the patient would lay down, the wires would push together and start stimulating. The patient noted it obviously wasn¿t working because they couldn¿t lay down forever, so their healthcare provider replaced the device in 2010. No further complications were reported.